Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alerted for low blood glucose when the blood glucose was not low. The sensor reading was 64 mg/dl when the blood glucose reading was 117 mg/dl. The customer was advised on proper insertion and calibration protocol. The customer reported that the insulin pump alarmed for threshold suspend when the blood glucose was not low. The customer was advised that the sensors would be replaced and agreed to return the product for analysis.